Event description:
It was reported that during a coil embolization treatment procedure, foreign material was noted. The lesion being treated was located in the liver. This renegade microcatheter was inserted into an unspecified guide catheter. Prior to entering the patient, it was noted that foreign material was peeling from the renegade catheter. It is not known where on the catheter the foreign material was noted and the foreign material was not identifiable. There were no substances injected into the renegade catheter. The procedure was completed with another renegade catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).